Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the CT-190g dialyzer. Incident occurred 1 hour and 5 minutes into treatment and was noted by the fresenius 2008h hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed on a new CT-190g dialyzer and new bloodlines and completed without incident. No pt injury or medical intervention was reported per hcp. It was reported that the dialyzer had been reused 31 times prior to the incident.

Manufacturer narrative:
Device not yet received for eval. A follow up report will be submitted following the completion of the device eval.